Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a left idiopathic ventricular tachycardia (idvt)ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion. There was a drop in blood pressure, and the physician checked via intracardiac ultrasound, and the effusion was discovered. A pericardiocentesis was performed and 275cc of fluid was removed. The drainage tube was removed. The procedure was aborted at that time. The patient is hemodynamically stable at this time. Ablation was not performed during the procedure. It was also reported that there was a kink in the dilator. The vizigo sheath was exchanged and the procedure was continued. Additional information was received on the event. This adverse event was discovered during use of biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event is that it was patient condition. A tap and drain were inserted into the patient to remove the effusion. The patient did not require extended hospitalization because of the adverse event. No ablation performed/no high force during mapping. A transseptal puncture was performed using a baylis needle. There was no evidence of steam pop. The event occurred post procedure, suspected during the transseptal phase. An irrigated catheter was used in the event, the flow setting was mapping setting, low flow. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph, dashboard, vector, and visitag force visualization features were used. No ablation was performed so visitag module, additional filters, or color options were not used. This complaint will be conservatively reported as they state that bwi devices were in use when the event occurred, therefore, they cannot be excluded as potential contributor. Should more information become available this complaint will be reassessed accordingly. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The kink in the dilator for the vizigo sheath was assessed as not MDR reportable for dilator damaged. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.